Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing and cross chamber oversensing associated with the right ventricular lead, as well as oversensing due to non-physiologic signals/sic (sensing integrity counter). The impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the criteria for the right ventricular lead integrity alert were met. The analyst noted that there were 5 nst episodes with v-v intervals <(><<)>220mn from (B)(6) 2016, there was an intermittently high daily sic count starting in (B)(6) 2016, and cross-chamber oversensing was observed on stored egms. The right ventricular pace impedance was steady at approx. 417 ohms through (B)(6) 2016, when it began to vary greatly before rising out of range on (B)(6) 2016. Additionally, the lead failure predictor triggered on (B)(6) 2016 for lead impedance and v-sics. Concomitant products: 5076-45 lead ,implanted: (B)(6) 2009 this device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to sensing integrity counter (sic) and high rate non sustained tachycardia (hrnst) episodes that showed a pattern of ventricular oversensing, as well as lead impedance variation. Another lead integrity alert (lia) triggered due to high pacing impedance with a spike and short v-v intervals. Cross talk and double counting in the ventricle was also noted and a possible fracture was suspected. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.